Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that programmer¿s analyzer did not work properly. It was also indicated that the stylus tip position was out of calibration and the touchscreen connector required cleaning and reseating. It was also indicated that several external components were damaged and/or worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s analyzer did not work properly. The programmer was returned for service. There was no patient involvement.